Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level the morning prior to contacting tandem technical support of 258 (mg/dl). The customer stated the reason for the elevated bg level was unknown. A correction bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.